Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: pentaray nav eco catheter (model# d128208 lot# 17758488l). Decanav catheter (model# r7f282ct lot# 17709688m). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for supraventricular tachycardia (svt) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Epicardial access was obtained, in addition to normal venous and atrial access. Mapping of the epicardium, left ventricle, and right ventricle was performed over an 8-hour period. After mapping, blood was detected in the epicardial space. Patient remained hemodynamically stable. An unspecified volume of fluid was drained via the pre-established epicardial access route. It was noted that the patient was doing well at the end of the procedure. Medical history includes ventricular tachycardia (vt), cardiomyopathy, previous vt ablation, and a bi-ventricular implantable cardioverter defibrillator (ICD). It was noted that the physician suspected that during ablation of the right ventricle, a perforation may have occurred. It was also noted that it was not believed that any bwi products were the cause of the adverse event. Transseptal puncture was performed with an unspecified needle. Ablation was performed in the right ventricle at 30-50 watts. Overall ablation time was 22 minutes. Impedance average was 99 ohms (with minimum of 76 ohms and maximum of 126 ohms).

Manufacturer narrative:
Additional information was received on may 4, 2018. Patient history includes ventricular tachycardia (vt), cardiomyopathy, previous vt ablation, biventricular implantable cardioverter defibrillator in situ. The adverse event was discovered post use; however, it was thought to have occurred during the ablation phase. No additional medical intervention was required as the physician already had epicardial access, so draining the fluid did not require any additional punctures. The patient did not require extended hospitalization because of the adverse event. It is unknown if a transseptal puncture was performed. Anticoagulation was given to the patient and the activated clotting time was maintained at 300-350 seconds. The overall ablation time was 22 minutes with most of the ablation done in the right ventricular outflow tract (rvot). Scarring in the rvot may have been a contributing factor to the adverse event. Smartaablate system (generator and pump) was used. The generator was in power control mode, power used was 30-50 watts, non-titrated. Maximum impedance 126 ohms, average impedance 99 ohms, minimum impedance was 76 ohms. As recommended by bwi, for 30 watts and below flow of 8 ml/min was used and greater than 31 watts 15 ml/min was used. The smart touch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. Graph, dashboard, vector and visitag force visualization features were used during the procedure. Visitag parameters 3.5mm for 3 seconds, 3g for 25% were used. There were no error messages observed on biosense webster equipment during the procedure. Manufacturer's ref. No: (B)(4).